Event description:
Initial (02-may-2025): this serious case reported via email refers to a consumer whose gender, age, medical history, concomitant medications and allergies were not reported. The consumer reported wearing the dentek maximum protection dental guard for bruxism and experienced top teeth appearing to be angled, top and bottom front teeth no longer aligned, and slight discomfort. The consumer reported requiring realignment that will take 6 months. This case outcome is not recovered/not resolved. Meddra version 28.0 expectedness: malocclusion: expected oral discomfort: expected. According to the company reference safety information.